Manufacturer narrative:
H3, h6: no products have been returned to medtronic. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that after a spin with the imaging system the midas, passive planar probe, and thoracic probe were inaccurately showing 2mm deep on every level. The clinical specialist (cs) was able to replicate the issue after the case. The cs took a demo spin and confirmed the issue was still occurring. The cs then used another navigation system (n31011850) and also had the same issues, but stated instruments verified without issue and no geometry error was noted. The cs did not have additional instruments to test with at time of call. It was noted that the account was high volume. Reinstalling the software did not resolve the issue.